Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom, "pump found to be running at 53 ml/hr instead of 5.3 ml/hr" was confirmed through a review of the device event history log by the presence of an infusion of the drug tpn at a rate of 53 ml/hr on the date of the alleged event, (B)(6)-2016. The reported symptom was unable to be reproduced during evaluation. Review of the device event history log revealed that on the date of the alleged event, (B)(6)-16, the medication infusing was tpn with an intended rate 5.3ml/hr. The user had programmed the rate for 53ml/hr in error. Further review of the event history log revealed that the keystrokes confirm 53 ml/hr was programmed. According to the event history log, it was discovered that the infusion rate was too rapid and the rate was programmed for 5.3 ml/hr 20 minutes after the infusion was set at the rate of 53 ml/hr. The cause was determined to be user error. There is no device malfunction.

Event description:
It was reported that a spectrum pump was programmed to deliver an infusion of the drug tpn at a rate of 5.3 ml/hr but delivered at a rate of 53 ml/hr during therapy instead. It was also reported there was no patient injury.